Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock connection. Reportedly, the customer unscrewed the luer lock connection, re-screwed the luer lock connection, and then noticed the air bubble. The customer's blood glucose (bg) level was 250 mg/dl and the bg level was addressed with a bolus via the pump. Recommendation was made by tandem's technical support for the customer to prime the tubing until air was removed.